Manufacturer narrative:
The initial reported event of infection was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. Concomitant medical products: product ID: 694965 lead, implanted: (B)(6) 2007. Evaluation summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
The initial reported event of infection was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.